Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can you please clarify, where in the firing cycle the device was when the "echelon power interrupted its operation"? Had the device begun to fire but locked-out (no staple line or cut line delivered)? Or had the device begun to deliver a staple line and cut line and then jammed (partial fire)? When the reverse button was unsuccessful, how was the device removed from the tissue? Were the device jaws eventually able to be opened?

Event description:
It was reported that during the entero anastamosis , the echelon power interrupted its operation. The doctor activated the reverse button and was unsuccessful. There was a need to use a new stapler. There was no injury to the patient.

Manufacturer narrative:
(B)(4). Batch # r57651. The analysis found that one pse60a device was returned with no apparent damage and with one gst60w cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The knife reverse button worked properly during testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.